Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that lip of the reservoir area has broken off. Blood glucose was 317 mg/dl. Troubleshooting was performed. Ring of the reservoir was unable to lock in place when inserted into insulin pump. Advised the insulin pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test. Device received with partial broken reservoir tube lip and missing reservoir tube o-ring noted. The p-cap locks into the reservoir compartment properly noted.